Manufacturer narrative:
No excessive "no delivery" alarmed during testing. The pump passed rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 486 mg/dl. The customer stated that the pump alarmed no delivery during basal delivery. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that insulin did exit and the pump alarmed no delivery. The customer was advised to retrieve and save the pump's settings. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.